Event description:
It was reported that there was something wrong with this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) referred patient to clinic. This device remains in service. No adverse patient effects were reported.